Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and kept rewinding. Blood glucose level at the time of the incident was 126 mg/dl. Blood glucose level at the time of the call was 338 mg/dl. The customer was advised to perform a set change and monitor the device. Blood glucose level by the end of the call was 294 mg/dl. The insulin pump was not replaced or returned for analysis.